Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the contact could not provide any additional information regarding issue. Customer had an alternate pump available for insulin therapy.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate pump for insulin therapy. Reportedly, the customer/contact self-started the pump without prior training. A tandem field team representative attempted to reach out to the customer/contact to provided further troubleshooting and to provide additional training through the healthcare provider¿s (hcp) diabetes educator; however no response from the customer/contact was received.